Manufacturer narrative:
During an internal review, it was identified that the medwatch report for this event was electronically submitted to FDA with an MDR number that was generated using (B)(4) as the registration number. The correct registration number that should have been used to generate the MDR number is (B)(4).

Manufacturer narrative:
During evaluation of the treatment tip, dielectric breakdown on the electrode path was discovered. Breakdown of the dielectric material and/or build-up of foreign substance on the dielectric can cause the radio-frequency energy delivered by the system to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Thermage user manual and technical bulletin instruct the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. In addition solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a dielectric breakdown, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that little raised bumps were noticed on the lower cheeks (both sides) immediately after treatment was completed,the highest energy level used was 3.5. The user reported inspecting the tip during the procedure and no damage to the tip membrane was noticed. However the user reported an electric burn mark on the plastic, on the side of the tip, with cryogen leaking from the damaged area. An evaluation of the return tip confirmed hole in membrane was a result of dielectric breakdown.